Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer determined that image 1.12 was required to re-image the station. The image was downloaded onsite, which was time consuming, and several installation attempts failed. After consulting with the lead, it was decided that the most efficient option was to image a new solid state drive (ssd) and return with it. The new image was verified for integrity prior to arrival. The device was re imaged in accordance with directives, and the knowledge article was attached. Upon what was thought to be completion of the reimage, an error in cfnapp prevented finalization. The issue was escalated to customer support center (csc), who corrected it. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.